Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Correction - g3 was missing from previous report.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-sensed t-wave oversensing (pstwos). Programming changes were implemented. There were no patient consequences.